Event description:
The customer reported via phone call that the insulin pump alarmed button error after the customer had gone boating. The customer stated that the insulin pump may have been exposed to moisture. The customer's blood glucose was 170 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. No moisture damage on the electronic assembly during our visual inspection. The insulin pump has scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.